Manufacturer narrative:
Device evaluation: the suspect device was not returned and evaluated. The device displayed as invalid syringe size error. The size potentiometer was replaced, because it could not be calibrated. This is being monitored for trends.

Event description:
The reporter stated that the device was displaying an invalid syringe size error. There was no patient injury or treatment associated with this event. Upon evaluation, it was discovered that the size potentiometer was not working correctly.